Manufacturer narrative:
(B)(4). Concomitant medical products: e-poly 36mm +3 maxrom lnr sz23, pn ep-108223, ln 196234. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-05020. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to product discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had a revision procedure approximately six months post implantation due to dislocation after experiencing a fall. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes and x-rays received. Device history record (DHR) was reviewed and no discrepancies found. A definitive root cause cannot be determined with the information provided. The likely cause of the instability was that patient has abductor deficiency that is chronic in nature in which the surgeon listed as the etiology for the instability issues. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.